Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 425mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Drive support cap appeared normal. Troubleshooting was performed and it was found that there were air bubbles in infusion set. Customer was assisted in clearing air bubbles. Insulin pump passed high pressure test. Infusion set would be replaced.